Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use of the pump. The available daily insulin totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.